Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was having difficulty charging their ipg due to ipg positioning and as such surgical intervention took place on (B)(6) 2024, where the ipg was relocated to flank, thereby addressing the issue. Reportedly therapy was restored.